Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the septum plug was damaged which allowed the body fluids to enter the atrial connector cavity no electrical anomalies were identified during testing.

Event description:
It was reported that the pulse generator exhibited exhibited loss of sensing, noise due to body fluid in the connector area. The device was explanted and replaced.